Manufacturer narrative:
The returned device was evaluated and the no timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. A tear was observed in the exposed portion of the soft cannula and fluid was found to leak from the intended fluid path through the tear. The cause and timing of the tear is unknown and as a result it cannot be conclusively determined if the observed damage contributed to the reported event. Locked down. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours.